Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this atrial lead revealed a lead safety switch had occurred. In addition, there was loss of atrial capture and sensing. As the patient with this lead requires minimal pacing, a decision was made perform the lead revision at the next device replacement. An x-ray was performed revealing no evidence of a fracture or dislodgement. The impedance measurements have increased since the patient with this lead was involved in an accident. No adverse patient effects were reported.